Event description:
Complainant alleged that while monitoring a pt (age and gender unknown), with cardiotronic pads attached to the multi-function cable, the device intermittently lost the ECG signal and displayed "check electrodes" message. There was no adverse effect on the pt as a result of the reported malfunction.